Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive up arrow button due to corroded keypad traces. The displacement test could not be performed due to the unresponsive button. The insulin pump had a scratched reservoir tube window, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error due to sweat. Customer not able to clear the alarm. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.